Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two (2) infusion sets leakage and showing blood at the site on (B)(6) 2025. The infusion set was in use for one day. The leakage was located at the quick-release (qr). The site of insertion was abdomen where active bleeding was noted. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009691 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009691 was manufactured according to the work instruction (wi) version 81 and packaging in the machine multivac 08 on 20-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 4j05637 was manufactured according to the work instruction (wi) version 27 and manufactured in the line assembly of quick set, on 06-oct-2024, with a total of (B)(4) units. The lot 4k01584 was manufactured according to the work instruction (wi) version 27 and manufactured in the line assembly of quick set, on 19-oct-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.